Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 598 mg/dl and a large ketone level identified as dangerous. Reportedly, customer's non-tandem continuous glucose monitor was not available, and customer did not know bg levels. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.